Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-07124. It was reported the patient begin to experience pain in the right leg whether the scs system stimulation was on or off. Reportedly, the md suspected the patient's scs lead was causing nerve irritation. Surgical intervention was taken and the patient's right lead was moved down from t8 to t9. Follow up identified the patient was well and reported no more pain in the right leg that kept her from walking.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2017-07124. Additional information received identified the patient had reported to the physician she was still having pain and falling. Subsequently, the patient had the scs system removed.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-07124.